Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose (bg) level was reported as "high"; however, a specific value was not provided. Customer took no action to address high bg. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.